Event description:
Reporter indicated that the patient had an increase in seizures. Within the clinical notes that were received, she changed the patient device settings, which seemed to resolve the issue. Attempts for more information from the treating physician have been unsuccessful to date, and thus the relationship between the increased seizures and vns therapy cannot be determined.